Event description:
The pt was sedated. The ismus catheter was inserted into body. All poles showed good signals. The catheter was removed to compare with livewire catheter. The livewire catheter removed from body and ismus catheter reinserted. Poles 5/6 showed bad signals. The ismus catheter removed and livewire catheter reinserted. No issues with pole signals on the livewire catheter. The pt was still sedated and not impacted by bad pole signals on catheter. Ismus catheter called into bw - carto/bw rep. Pi: (B)(4).